Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that no pressure was found in the shunt. The doctor removed the shunt and replaced it with a new one.